Event description:
It was reported that before starting a da vinci prostatectomy procedure, the surgical staff received a non-recoverable system error when moving the patient side cart (psc). The site restarted the system and received multiple system error codes. The site contacted intuitive surgical technical support for assistance. The technical service engineer (tse) had the site perform an emergency power (epo) and reseat the blue fiber cables on both the psc and surgeon side cart (ssc). After the epo, the site attempted to restart the system, however an error code recurred. The tse reviewed the system error logs and based on his findings had the site power the system off and exchange the blue fiber cable from the ssc and the psc. The system then powered on properly; however, the battery led on the psc was flashing red. At this time the surgeon made the decision to aborted the planned surgical procedure and reschedule for (B)(6) 2014. The patient was under anesthesia for approximately 2.5 hours. No further clinical information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the battery box and the aux power board involved with this complaint and completed investigations. Failure analysis evaluated the battery box was able to replicate the failure reported issue error 802 by installing unit into pca system and it failed at start-up with message displayed on screen due to battery errors. Error 802 and 816 are similar errors. Failure analysis measured the two batteries with the following results: overall voltages: 25.99v battery 1: 13.01v and battery 2: 12.98v battery date: (B)(4)-2008 failure analysis noted that a new battery was needed. It was noted that the battery box cover was rusty. Failure analysis evaluated the aux power board with the following findings: failure analysis was unable to reproduce the reported errors 17, 23, 40 and 802 by installing the board into pca system and had the system run for 10 min. Sine cycle, 30x power cycle and was sitting idle for 1 hour. Additional test was done for the left idle ling in the pca test system was at normal mode overnight and it passed testing without any errors.

Manufacturer narrative:
An isi field service engineer (fse) visited the site and found that there was no power to the patient side manipulator (psm) arms. The fse replaced the auxiliary power board (apb) & the battery box. The apb is a pca board that is part of the patient side cart battery backup system. Products are coming back for investigation. The fse performed a system verification test and the system passed all testing to specification. The errors reported by the site were resolved after replacement of apb & battery box. Intuitive surgical contacted the surgeon to obtain additional information concerning the reported event including the patient status; however, no additional information has been provided as of the date of this report. This complaint is being reported due to the surgeon deciding to abort the planned surgical procedure 2.5 hours after the patient was administered anesthesia due to the system error messages received on the da vinci surgical system.